Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was a shock like sensation in the patient¿s back on occasion when using the stimulator. The issue is only present when the device is on, and the patient said the discomfort is worse after the battery is fully charged. Impedance checks showed two electrodes on the right lead were greater than 10,000. However, the patient did not have these electrodes utilized with programming. The right-side lead was turned off and the discomfort has gone away temporarily. The device was reprogrammed, and coverage was obtained using only the left lead. The patient will follow up if additional programming is necessary. No further complications were reported.